Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The reporter alleged the battery compartment was damaged and overheating. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the pump black box data showed no evidence of drastic voltage drops. The battery compartment and cap were undamaged and the cap was able to fit securely to the pump to maintain electrical connection. All currents reading were found to be within specification. During evaluation, no overheating or any warnings or alarms occurred. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. The complaint of a temperature issue and damage to the battery compartment was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.